Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting a co2 rebreathing and no leak volume alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received on 16jun2024, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.